Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description:enh st ld kit, 70 cm.

Event description:
A report was received that the patient developed a hematoma following the implant procedure. The hematoma was located at the midline incision site. The patient was taken back to the or and the pocket site was drained.